Event description:
It was reported that four (4) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had black particulate matter; further described as ¿mostly the location is the administration port¿. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred from (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: september 24, 2021 - september 28, 2021. H10: four (4) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which observed a white polymeric particle loosely on the interior wall of the fill port of one (1) sample only; the particulate was morphologically consistent with fill port material. No particulate matter was observed in the remaining three (3) samples. There was no observed damage of the fill port and cap areas of all samples.the reported condition was verified in 1 sample only; however, not verified in the remaining 3 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.